Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked on tissue. The surgeon needed to cut the tissue to remove the device. Based on the picture provided, there was a tissue loss. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked on tissue. The surgeon needed to cut the tissue to remove the device. Based on the picture provided, there was tissue loss.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture/film was provided by the customer for analysis. The customer provided photo was inadequate to determine if the product met specification. Without the product a detailed investigation could not be performed. The device could not be thoroughly investigated from the film/images. The investigation could not determine the root cause of the customer's report. This report will be reopened and updated with an analysis report when the actual product sample is returned. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device locked on tissue. The surgeon needed to cut the tissue to remove the device. Based on the picture provided, there was a tissue loss. A new device was used to complete the case.